Manufacturer narrative:
The reported system check failure mode is consistent with diminished aspiration due to malfunctioning aspirate probes and/or peristaltic tubing. Replacement of these parts resolved the issue. Evidence suggests a malfunction with the potential to cause the system to generate erroneous patient results. However, there is no indication that this potential was realized in this instance. (B)(4).

Event description:
On (B)(6) 2016 the customer contacted technical support concerning a failed system check which was performed as part of weekly maintenance on the customer's access2 immunoassay system (serial number (B)(4)). During guided troubleshooting, the customer was sent replacement the aspirate probes and associated peristaltic tubing. A beckman coulter fse (field service engineer) was dispatched to the site and confirmed a passing system check and proper system operation after replacement of the probes and tubing.